Event description:
It was reported that on (B)(6) 2022, the patient developed sustained ventricular arrhythmia which required direct-current cardioversion or defibrillation and patient was readmitted from (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The customer reported that the patient developed a sustained ventricular arrhythmia. The patient was admitted from (B)(6) 2022 through (B)(6) 2022 due to the issue and required cardioversion. It was also reported that the patient had a history of arrhythmia prior to lvad implant. The patient remains ongoing on vad support and no further issues have been reported. Hmii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.